Manufacturer narrative:
The returned strips were returned for investigation and tested on a reference meter with a high-level control sample. Testing results (qc range = 2.7-3.3 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 2.8 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. Returned customer material and retention material comply with the specification. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter received questionable inr results with coaguchek in range meter serial number (B)(4) compared to a laboratory using a stago method. On (B)(6) 2020 the result from the laboratory at 8:00 a.m. Was 3.3 inr. The result from the meter at 11:05 a.m. Was 4.3 inr. On (B)(6) 2020 the result from the laboratory after noon was 2.8 inr. The result from the meter at 12:57 p.m. Was 3.9 inr. The exact time was not provided for the laboratory result. The customer¿s therapeutic range was requested but not provided.